Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): incident from the hosp: this file contains the pt's data up to the point we were in the wgh to download the sgc data. Unfortunately, during this download, this file is the continuation of therapy: the system had to re-learn the pt trends. The first hypoglycaemic event could be the result of our intervention, however the concern that wgh has is that while the system may have been re-learning the pt insulin sensitivity index, it allowed a three hour re-sample period, in which time the first hypoglycemia event occurred. The second hypoglycemia event that occurs, is the one which cause the greatest concern. This occurred two days later, so the system should have established the pt's insulin sensitivity index by then, but again a slight hypoglycaemic event occurred.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). (B)(4). The actual device has not been returned for eval, however, we have received the associated history log files of the device. When the history files are investigated, we will provide a follow up report.